Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not deliver IV bolus during delivery in the neuroscience unit. A 250cc 3% bolus was started with existing tubing and bag. At start of bolus 500cc 3% bag was 1/2 full, at the end of bolus IV pump stated infusion complete but bag remained 1/2 full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.